Event description:
Pt scheduled for dilation and hysteroscopy. During dilation of the cervix, the cervical os was noted to be stenotic and the uterus retroverted. Despite attempts to angle the dilators, the uterus was perforated in the lower uterine segment. This was noted to be a large perforation with profuse bleeding. A decision was made to convert to an open procedure and a total hysterectomy.